Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter, and a thrombus issue occurred. The investigational analysis completed on 7/23/2019. The device was visually inspected and it was found in good conditions. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunctions were observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. A cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter, and a thrombus issue occurred. The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation on 6/19/2019. Upon initial inspection, the bwi pal observed dark reddish brown material on the distal end of the tip dome and side. These findings coincide with the initially reported thrombus. The observed dark reddish brown material has been assessed as MDR reportable. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. On 6/4/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter, and a thrombus issue occurred. One hour into the procedure, after pulmonary vein isolation (pvi) and switching to the smart touch sf catheter, thrombus was noticed on the tip of the catheter. The clots were removed and the catheter was flushed outside the patients body. The physician then judged that there was no problem in the movement itself and ended after performing cavo tricuspid ishmus (cti) and superior vena cava (svc) ablation with the same catheter. There was no error messages. The procedure was completed without patient's consequence. The smartablate generator was used and parameters were set to power control mode. No adverse patient consequences were reported. The observed thrombus has been assessed as MDR reportable.